Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The treating doctor does not know if the treatment could have aggravated the clinical condition, however; the tooth was not expected to be lost during treatment. Align's clinical review of available records was noted that no radiographs were submitted for evaluation. The anterior initial photo reveals that approximately half of the mesial root of tooth #8 is visible, indicating moderate to severe bone loss. Additionally, the tooth appears overly extruded, which may further compromise its periodontal stability. Despite the doctor's initial assessment, a tooth exhibiting this extent of bone loss should be considered to have a reserved prognosis. The initial treatment plan included significant programmed movements for tooth #8, specifically 2.8 mm of intrusion and 1.1 mm of mesial translation. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803.

Event description:
The treating doctor reported that the patient had tooth mobility and lost tooth #8 and will require an implant at the end of treatment. No further medical intervention was required, and no medications were prescribed.